Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported he has been receiving an 04 (occlusion) message on his insulin infusion device when he boluses insulin for the last 1 1/2 weeks. He stated the device delivers about 3-5 units of his bolus before it alarms. He stated he will continue to bolus until he receives all the insulin he needs but he has had elevated blood glucose up to 400 mg/dl. He said his normal blood glucose range is 80-160 mg/dl and he has treated his readings by drinking water and bolusing through his infusion device. The pt said he believes all the infusion sets he has used during this time have come from the same box. During troubleshooting, the pt stated he has inserted his infusion sets at a 90 degree angle for the past 15 years. He was advised this type of infusion set should be inserted at a 35-45 degree angle. He stated he does have scar tissue. The pt was instructed to disconnect from his device and bolus 2 units of insulin into the air which went through without error. The pt was then instructed to bolus 5 units into the air which again went through without error. Site management was discussed with the pt. The pt was advised to change his infusion set, using a set from a different box, and to insert the headset on the other side of his body. Complimentary infusion set samples were sent to the pt. Repeated further attempts to contact the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.